Event description:
A site representative, neuro coordinator, reported a navigation system articulating arm was physically damaged and would no longer lock in position properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.return requested. Replacement device shipped to site (B)(6) 2015. No parts have been received by manufacturer for analysis.

Manufacturer narrative:
It appears that the site most likely tried to repair the part on their own, and when unsuccessful discarded it.